Manufacturer narrative:
Device evaluation anticipated but not yet begun. Complaint is in litigation. Cannot draw any conclusions at this time.

Event description:
It is alleged, the end user was thrown from the scooter onto a sidewalk on which she had been traveling, where she struck her head resulting in injury.